Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old hispanic/latino patient presenting with dilated cardiomyopathy. The patient required hemodynamic support until a heart transplant was received. The device was inserted without issue, however, a pocket hematoma developed at the access site during support. Multiple units of blood product were required over the course of support and act was purposely kept on the "lower side" at <160 seconds.